Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the information available for analysis, the root cause of the clinical observation was not determinable. Should additional relevant information become available, the investigation will be updated.

Event description:
This patient presented to the hospital after fainting. A pacing failure was found. The threshold was 3.0 v therefore it was changed to 5.0 v. The impedance and threshold were unstable from (B)(6) 2017. During the revision procedure it was noted that the set screw was loose. The physician tightened the screw and the impedance and threshold values became normal. The pacemaker was exchanged and disposed of by the hospital.